Event description:
Had monarc subfascial sling inserted for stress incontinence. Now pain during sex, still leaking, having issues with kidneys/bladder infections, dizziness, and other symptoms of autoimmune diseases. Ptsd due to doctors not understanding issues. May need multiple surgeries to correct and could end up worse.